Event description:
It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty with the insert for the right knee. The surgery was completed successfully without any surgical delay. After the surgery, the surgeon reported that the infection was suspected on (B)(6) 2022. On (B)(6) 2022, it was reported that the bacteria could not be identified and was seen as non-infectious. However, retest was positive on (B)(6) 2022. On (B)(6) 2022, the revision surgery was performed. Debridement was performed, and the insert was replaced. The revision surgery was completed successfully with 90 minutes delay. The cause of the infection is unknown. According to the surgeon, the patient¿s general condition was not so good to begin with, and the patient was at risk of infection. No further information is available. Doi: (B)(6) 2022, dor: (B)(6) 2022, right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.